Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was assigned to use/user error.